Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had gotten the insulin pump wet. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that they were running and took a bath in the pool. Customer reported that they forgot to take the pump off and jumped into the pool. Customer stated that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer stated that there was a line across the screen that wasn't there before. Customer was also receiving a button error alarm. Customer found that the pump was unresponsive due to the button error. Customer stated that the button error was present in the history at or around the time that the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No line across the screen was noted. No button error alarms during testing noted. However, the pump had unresponsive esc, act and down buttons due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.